Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 30) with multiple cartridges during basal delivery. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose level ranged between 284 mg/dl and 300's (mg/dl). Reportedly, the customer had an alternate pump available for insulin therapy.